Event description:
Boston scientific received information that this right ventricular lead had dislodged after the patient was noted to have problems with twiddlers syndrome. A revision procedure took place and lead was surgically abandoned. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.